Manufacturer narrative:
The device was not made available for evaluation and the device lot number was not provided. The root cause is unable to be determined. If any relevant additional information is provided, a supplemental report will be submitted. Literature citation: rolfing, jan duedal, et al (2021). Pain, osteolysis, and periosteal reaction are associated with the stryde limb lengthening nail: a nationwide cross-sectional study. Acta orthopaedica, volume 92. Web address to article: https://doi.org/10.1080/17453674.2021.1903278.

Event description:
Information was received via review of literature that a patient experienced osteolysis and hypertrophy. There was no report of device revision or removal. No additional information is available.